Event description:
It was reported that the product had stoped insufflation twice during mid procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the investigation, no mechanical damages were found. Also, the start of the device worked as usual, and no issues were detected. Therefore, the focus of the investigation was on the log files. The logs show mainly 2 failures: 382 and 247. Failure code 382 is intended to recognize temperature sensor issues. Failure code 247 is intended to show failures associated with i2c bus communication. Presumably, an i2c participant (temperature sensor) blocked the bus, leading to all sensors' communication failure. This led the unit to switch the insufflator to a safe state. At the time of investigation, the unit runs software c03.16 and the gas supply was set to central gas supply. The unit shows 332 operating hours and was started 222 times. The event is filed under internal karl storz complaint ID: (B)(4).